Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07898. It was reported that when the patient presented in clinic for routine device check, alerts for atrial and ventricular lead noise reversion were noted from the date of (B)(6) 2020. The noise was not reproducible. The patient was asymptomatic. Programming changes were made. The patient was stable and will continue to be monitored remotely.